Event description:
On (B)(6) 2011 the lay-user/patient contacted lifescan (lfs) to report experiencing a contrast issue on the display of her one touch ultrasmart meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified day of (B)(6) 2011. The patient reported that she manages her diabetes with humalog and lantus and due to the alleged issue denied making any changes to her usual treatment. At an unspecified day the patient claimed she felt "dizzy, weak and had blackouts", it is unknown if this happened before or after the alleged issue. Reportedly the patient stated that there was treatment provided, but it is unknown by who, when or what kind of treatment she received. During the initial call with customer service, the agent noted that the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia and the patient may have allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.